Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
Litigation record received. Litigation alleges that the patient underwent right hip closed reduction on (B)(6) and (B)(6) 2017 due to dislocation. Doi: (B)(6) 2017, dor: (B)(6) 2018, right hip (third revision).

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided indicates "cup, liner, acetabular screws, and bone cement identified as competitor products " at this time depuy synthes joint reconstruction considers the device on this report to be not reportable as it is not depuy product.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient had a revision right total hip arthroplasty to address failed right revision. The indication for surgery included multiple revisions including a cup-cage for discontinuity. The patient has been dislocated for 5 months. The head/liner were revised. Depuy femoral head was implanted along with a competitor liner.